Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported the patient was not treated with medication for the event. At the time of this report the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient was hospitalized for the peritonitis. On an unknown date, the patient¿s peritoneal dialysis (pd) catheter was removed and on an unreported date, dianeal therapy was discontinued. On an unreported date, the patient began treatment for the peritonitis with ceftazidime, 2 grams, every day and injection vancomycin, 2 grams, stat, every third day (routes were not reported). On unreported dates, the treatments with ceftazidime and vancomycin were discontinued, the peritonitis was resolved, the patient was recovered and discharged from the hospital (date not reported). Should additional relevant information become available, a supplemental report will be submitted.